Manufacturer narrative:
Analysis of the lead (lot# va1lt3d) found that there were no anomalies. (B)(4) has been replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1lt3d, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the lead had high impedances out of box on contact 0. There were no known environmental/external/patient factors that contributed to the issue. Diagnostics included impedance tests. The lead was replaced and the issue was resolved. No additional surgical intervention was required to resolve the issue. No further complications were reported/anticipated.